Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not re-open while device was applied to tissue. The surgeon resected the tissue directly adjacent to the device to remove it from the tissue. There was no patient injury.